Event description:
Through glaukos' "contact us" portal, it was reported that following trabecular microbypass stent procedure, the patient experienced eye pain described as "stabbing pain in my eye, all the way up to my eyebrow" on postoperative day one (1). Per report, after a subsequent examination, the patient was informed that everything "looked fine". The report noted that the patient took 800 mg of tylenol, which alleviated some of the pain described as "not as severe". Then, on postoperative day two (2), the iris appeared swollen with the pupil small and off-center. The patient also reported blurry vision, associated with decreased peripheral vision and a cloudy yellow film. The report also noted that the surgeon first implanted the stent and then performed the cataract surgery. The patient expressed concern if a second opinion should be sought. Reasonable attempts were made to follow-up with the reporter for additional information, but additional information could not be obtained. Any omitted information was not available at the time of report.

Manufacturer narrative:
Additional information: (B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Pain, iritis, decreased/impaired vision and eye injury are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Pain, iritis, decreased/impaired vision and eye injury are established risks associated with use of the device, which is clearly specified in the product's labeling. In addition, the IFU adequately states that cataract surgery with iol implantation should be performed first followed by implantation of the trabecular micro bypass stent system. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).